Manufacturer narrative:
The customer's address is (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 18 ga x 1.25in sp with maxzero leaked on 3 occasions. The following information was provided by the initial reporter: material no: 383559 batch no: 0044814. It was reported that there is continuous leakage after the needle is pulled out. Event description per email states: detail: after inserting the catheter, once the user pulls the needle out, there is a port that essentially locks off, out of that back port on the 18g catheters in this lot, blood continuous leaks out. I have notified the rep from bd, he will be collecting the defective sample on (B)(6) 2020. This is for reporting purposes only. Reported to vendor representative.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/12/2021. H.6. Investigation: bd received one used unit without the needle assembly. During the visual examination it was observed that blood was present on the back end of the winged adapter and between the walls of the canister and winged adapter. The wings were removed and the unit was microscopically inspected. During the microscopic examination it was observed that the primary septum was damaged and pulled down between the canister and winged adapter walls which would allow for leakage, confirming the reported defect. Based on the location of the damage, the defect can be linked to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 18 ga x 1.25in sp with maxzero leaked on 3 occasions. The following information was provided by the initial reporter: material no: 383559 batch, no: 0044814. It was reported that there is continuous leakage after the needle is pulled out. Event description per email states: detail: after inserting the catheter, once the user pulls the needle out, there is a port that essentially locks off, out of that back port on the 18g catheters in this lot, blood continuous leaks out. I have notified the rep from bd, he will be collecting the defective sample on 12/9/2020. This is for reporting purposes only. Reported to vendor representative.